Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-01175. Reference MFR. Report#: 1627487-2019-04012. Follow-up revealed the infection resolved over time.

Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2019-01175. Reference MFR. Report#: 1627487-2019-04012. This report is in reference to a (B)(6) patient. It was reported the patient's trial scs system was explanted due to infection.